Event description:
The customer was vomitting and hospitalized for high bgs and dka.during the call the customer also reported low bgs and stated that the paramedics assisted them. The customer believes that the pump over delivered because the pump was alarming low reservoir at that time. Troubleshooting was performed. The insulin concentration was correct.however, the programming was incorrect. Assisted customer to correct programming. Also the customer stated that the bolus history revealed two boluses when the customer was not even wearing the pump.